Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger was not working. The pt received a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon eval, the power brick connector was defective. The cause of the defective power brick is a damaged connector. The connector pins were pushed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.